Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was getting button error. The customer¿s blood glucose level was unknown. The customer also reported that time was not advancing. The customer also reported that the down arrow not responding at all. The customer was advised to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.

Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test or verify no button response due to frozen display.